Manufacturer narrative:
Other applicable components are: product ID: 97740, (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 97740, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting their ins serial number and weight. It was also reported that circumstances that led to the patient¿s pain on (B)(6) was that their "stim unit quit (unclear if they are refering to their patient programmer or their ins) ,¿ and they could not adjust the power level/settings. No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 97740, serial# unknown, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that there was poor communication on the patient programmer. The implantable neurostimulator recharger (insr) was able to communicate with the implantable neurostimulator (ins). The patient confirmed that they had charged yesterday and the ins was charged. Therapy was on however the patient wanted to make a therapy adjustment and was unable to. The patient was in pain. It was confirmed that the patient had already tried using the patient programmer with and without the antenna but was still getting poor communication. Both the pain and the issues with the programmed started on friday ((B)(6) 2017). No further complications were reported.